Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have a crack on display screen. Customer states insulin pump fell off belt clip and hit the toilet causing pump to crack. Customer's blood glucose was 153 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).